Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and motor safety circuit failed test error alarm is found in the formatted history file due to software error. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify an error in the motor was detected by reading unexpected value from hall sensor error alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a pump error. The customer¿s blood glucose level was 8 mmol/l. The customer stated that they had pump error during basal. It was reported that the again alarm during the load reservoir and fill tubing. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.